Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation an alert was triggered indicating an electrical reset occurred. The implantable pulse generator remains in use. No patient complications have been reported as a result of this event.